Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced confusion, short ventricular tachycardia (vt) and tachycardia. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals. The rv lead remains in use. No further patient complications have been reported as a result of this event.